Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1913634) on 01-aug-2019. The most recent information was received on 08-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy positive/ chromium allergy'), device breakage ('persistence of a small fragment in front of the right fallopian tube') and abnormal loss of weight ('significant weight loss 37 kg without explanation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and vaginal delivery. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abnormal loss of weight (seriousness criterion medically significant), menorrhagia ("very heavy periods"), dysmenorrhoea ("painful period"), uterine disorder ("uterus was thinned"), gastrointestinal disorder ("colopathy"), musculoskeletal pain ("muscle and joint pain") and fatigue ("major fatigue"). The patient was treated with surgery (vaginal hysterectomy / laparoscopic bilateral salpingectomy and removal of essure). Essure was removed on (B)(6)2019. At the time of the report, the allergy to metals, device breakage, abnormal loss of weight, menorrhagia, dysmenorrhoea, uterine disorder, gastrointestinal disorder and musculoskeletal pain outcome was unknown. The reporter considered abnormal loss of weight, allergy to metals, device breakage, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, musculoskeletal pain and uterine disorder to be related to essure. The reporter commented: essure was inserted under ga [interpreted as general anesthesia]. Symptoms related to the implantation of the essure. Patient had great psychological suffering, making her look depressed. A lot of medical examinations and treatment. Patient was 47 years old at time of essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: doctors unable to find the origin of the symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality-safety evaluation of product technical complaint. On 1-aug-2019: processed with fu from 08-aug-2019 - other relevant history updated. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-aug-2019. The most recent information was received on 18-jul-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy positive/ chromium allergy"), device breakage ("persistence of a small fragment in front of the right fallopian tube") and abnormal loss of weight ("significant weight loss 37 kg without explanation") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of pyelonephritis, vaginitis, dyspepsia, urinary tract infection, elective abortion (3), gravida ii (one delivery in 2000), parity 2 and gravida ii. Previously administered products included: mirena. Past adverse reactions to the above products included: abdominal pain with mirena. Concurrent conditions were listed as herpes zoster and fatigue. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), abnormal loss of weight (seriousness criterion medically important), heavy menstrual bleeding ("very heavy periods"), dysmenorrhoea ("painful period"), uterine disorder ("uterus was thinned"), gastrointestinal disorder ("colopathy"), musculoskeletal pain ("muscle and joint pain"), fatigue ("major fatigue"), dyspepsia ("digestive disorders"), pelvic pain ("pelvic pain female"), general physical health deterioration ("alteration in general health state"), periarthritis ("capsulitis of left shoulder"), vomiting ("vomiting"), nausea ("nausea"), gastritis ("gastritis"), asthenia ("asthenia"), malaise ("malaise"), palpitations ("palpitations") and back pain ("lumbar pain") and underwent polypectomy ("resection o 3 polyps in 2014"). The patient was treated with surgery (vaginal hysterectomy / laparoscopic bilateral salpingectomy and removal of essure). At the time of the report, the outcomes for allergy to metals, device breakage, abnormal loss of weight, heavy menstrual bleeding, dysmenorrhoea, uterine disorder, gastrointestinal disorder, musculoskeletal pain, dyspepsia, pelvic pain, general physical health deterioration, periarthritis, polypectomy, vomiting, nausea, gastritis, asthenia, malaise, palpitations and back pain were unknown. The reporter considered abnormal loss of weight, allergy to metals, asthenia, back pain, device breakage, dysmenorrhoea, dyspepsia, fatigue, gastritis, gastrointestinal disorder, general physical health deterioration, heavy menstrual bleeding, malaise, musculoskeletal pain, nausea, palpitations, pelvic pain, periarthritis, polypectomy, uterine disorder and vomiting to be related to essure administration. The reporter commented: essure was inserted under ga [interpreted as general anesthesia]. Symptoms related to the implantation of the essure. Patient had great psychological suffering, making her look depressed. A lot of medical examinations and treatment. Patient was 47 years old at time of essure removal. Essure insertion date discrepancy noted (B)(6) 2014 essure removal date discrepancy noted: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] (date unknown): doctors unable to find the origin of the symptoms. [X-ray] on (B)(6) 2014: correct position of essure inserts. Right insert appeared to be located low. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-aug-2019. The most recent information was received on 12-jul-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy positive/ chromium allergy"), device breakage ("persistence of a small fragment in front of the right fallopian tube") and abnormal loss of weight ("significant weight loss 37 kg without explanation") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of pyelonephritis, vaginitis, dyspepsia, urinary tract infection, elective abortion (3), gravida ii (one delivery in 2000), parity 2 and gravida ii. Previously administered products included: mirena. Past adverse reactions to the above products included: abdominal pain with mirena. Concurrent conditions were listed as herpes zoster and fatigue. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), abnormal loss of weight (seriousness criterion medically important), heavy menstrual bleeding ("very heavy periods"), dysmenorrhoea ("painful period"), uterine disorder ("uterus was thinned"), gastrointestinal disorder ("colopathy"), musculoskeletal pain ("muscle and joint pain"), fatigue ("major fatigue"), dyspepsia ("digestive disorders"), pelvic pain ("pelvic pain female"), general physical health deterioration ("alteration in general health state"), periarthritis ("capsulitis of left shoulder"), vomiting ("vomiting"), nausea ("nausea"), gastritis ("gastritis"), asthenia ("asthenia"), malaise ("malaise"), palpitations ("palpitations") and back pain ("lumbar pain") and underwent polypectomy ("resection o 3 polyps in 2014"). The patient was treated with surgery (vaginal hysterectomy / laparoscopic bilateral salpingectomy and removal of essure). At the time of the report, the outcomes for allergy to metals, device breakage, abnormal loss of weight, heavy menstrual bleeding, dysmenorrhoea, uterine disorder, gastrointestinal disorder, musculoskeletal pain, dyspepsia, pelvic pain, general physical health deterioration, periarthritis, polypectomy, vomiting, nausea, gastritis, asthenia, malaise, palpitations and back pain were unknown. The reporter considered abnormal loss of weight, allergy to metals, asthenia, back pain, device breakage, dysmenorrhoea, dyspepsia, fatigue, gastritis, gastrointestinal disorder, general physical health deterioration, heavy menstrual bleeding, malaise, musculoskeletal pain, nausea, palpitations, pelvic pain, periarthritis, polypectomy, uterine disorder and vomiting to be related to essure administration. The reporter commented: essure was inserted under ga [interpreted as general anesthesia]. Symptoms related to the implantation of the essure. Patient had great psychological suffering, making her look depressed. A lot of medical examinations and treatment. Patient was 47 years old at time of essure removal. Essure insertion date discrepancy noted (B)(6) 2014. Essure removal date discrepancy noted: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] (date unknown): doctors unable to find the origin of the symptoms [x-ray] on (B)(6) 2014: correct position of essure inserts. Right insert appeared to be located low. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 12-jul-2022: medical record received. Events digestive disorders, alteration in general health state, capsulitis of left shoulder, pelvic pain. Polyps, vomiting, nausea, gastritis, asthenia, sensation of malaise, palpitations, lumbar, were added. Medical history & historical drugs were added. Concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy positive/ chromium allergy'), device breakage ('persistence of a small fragment in front of the right fallopian tube') and weight decreased ('significant weight loss 37 kg without explanation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy periods"), dysmenorrhoea ("painful period"), uterine disorder ("uterus was thinned"), gastrointestinal disorder ("colopathy"), musculoskeletal pain ("muscle and joint pain") and fatigue ("major fatigue") and was found to have weight decreased (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy / laparoscopic bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, device breakage, weight decreased, menorrhagia, dysmenorrhoea, uterine disorder, gastrointestinal disorder and musculoskeletal pain outcome was unknown. The reporter considered allergy to metals, device breakage, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, musculoskeletal pain, uterine disorder and weight decreased to be related to essure. The reporter commented: essure was inserted under ga [interpreted as general anesthesia]. Symptoms related to the implantation of the essure. Patient had great psychological suffering, making her look depressed. A lot of medical examinations and treatment. Patient was (B)(6) years old at time of essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): investigation on an unknown date: doctors unable to find the origin of the symptoms. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.